Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. It is assumed that the device got pre-damaged during manufacturing. During transport or handling during implantation surgery the device eventually failed. The investigation results appear to match the problems mentioned in the recipient report. The recipient was implanted with a back-up device. This is a final report.

Event description:
The surgeon had gone to the backup device after remote intraoperative testing was conducted and indicated a device malfunction. The incision site was not closed. Surgery was prolonged only minimally, by going to backup which was readily available.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it is currently being evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The surgeon had gone to the backup device after remote intraoperative testing was conducted and indicated a device malfunction. The incision site was not closed. Surgery was prolonged only minimally, by going to backup which was readily available.